Event description:
It was reported that the patient with this pacemaker device had a stored signal artifact monitoring (sam) episode which revealed a high out of range impedance measurement of greater than 3,000 ohms on the right atrial (ra) channel. Additionally, there was a lead safety switch (lss) that had occurred, and oversensing and noisy signals were seen. Technical services (ts) discussed programming options. No adverse patient effects were reported. Technical services (ts) suggested to find out if the patient had any fall. It could be a lead issue according to ts. This device remains in-service. No adverse patient effects were reported. Additional information received from boston scientific representative stated that there was loss of capture (loc) with high capture thresholds on the atrial lead. Reprogramming was performed and the atrial amplitude is at 3v. The patient was going to be seen in clinic for further discussion on the atrial lead. Patient denied any injury or fall. No adverse effects were reported.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and section h6 device codes.

Event description:
It was reported that the patient with this pacemaker device had a stored signal artifact monitoring (sam) episode which revealed a high out of range impedance measurement of greater than 3,000 ohms on the right atrial (ra) channel. Additionally, there was a lead safety switch (lss) that had occurred, and oversensing and noisy signals were seen. Technical services (ts) discussed programming options. No adverse patient effects were reported. Technical services (ts) suggested to find out if the patient had any fall. It could be a lead issue according to ts. This device remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this pacemaker device had a stored signal artifact monitoring (sam) episode which revealed a high out of range impedance measurement of greater than 3,000 ohms on the right atrial (ra) channel. Additionally, there was a lead safety switch (lss) that had occurred, and oversensing and noisy signals were seen. Technical services (ts) discussed programming options. No adverse patient effects were reported. Technical services (ts) suggested to find out if the patient had any fall. It could be a lead issue according to ts. This device remains in-service. No adverse patient effects were reported. Additional information received from boston scientific representative stated that there was loss of capture (loc) with high capture thresholds on the atrial lead. Reprogramming was performed and the atrial amplitude is at 3v. The patient was going to be seen in clinic for further discussion on the atrial lead. Patient denied any injury or fall. No adverse effects were reported.